Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. The device was returned in two sections due to a break of the distal outer and proximal inner directly distal to the port bond. The port was furthermore torn. The inner, distal outer and balloon, including the stent were severely bunched up/ twisted over a section of 5cm in total. The distal inner appeared twisted up to the distal end of the distal balloon cone. The balloon did not appear to have been subjected to positive pressure with the two most distal stent strut rows mostly remaining crimped in position. The tip was flared. A product mandrel was inserted into the tip and advanced to the distal end of the distal balloon cone with no significant restriction, however due to the damage the mandrel could not be inserted beyond this point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following predilation with a 15-1.5 non-bsc balloon catheter, a 2.75x20mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed shaft polymer extrusion detachment/separation and stent damage.